Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. The water trap and expiratory limbs were connected together to test the tightness of the connection. Results: the complaint device was returned in an unsealed bag, and the water trap was observed not to be connected to the expiratory limb. Once connected, the water trap and expiratory limbs fitted snugly, with no signs of looseness. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with the breathing circuit as the connectors fit together properly. All breathing circuits are pressure tested for leaks and occlusions during production and those that fail are rejected. In the event that the water trap was not connected to the expiratory tubes, this would have been identified during this test. The contents of the bag are inspected for missing or damaged components and proper arrangement of items in the bag. It is likely that the water trap had become loose during transportation or storage at the customer's facility, especially as this circuit had been in storage for up to four years. The user instructions also state: "check all connections are tight before use" and "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to our distributor that "some parts" of an rt125 infant bias flow breathing circuit were "separated." This was found prior to patient use.